Event description:
The customer reported that the jaw did not open and close very well from the start of the procedure. After 20-30 activations the jaw would not open anymore. The surgeon was skeletonizing the sigmoid intestine by dissecting through the line of toldt. The line of toldt consists of stronger, more fibrous tissue then the other parts of mesentery. The device was torn off of the sealed tissue, which was possible as the line of toldt is (mostly) non-vascularized. According to the operating room assistant the instrument was cleaned 2-3 times before the incident. The force triad was set at 2 bars. The doctor used another device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range.